Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted two cuts approximately 5-7cm in length on the welded cassette sheeting. An underwater pressure test was performed with no leakage observed at the heater line connector connection. A leak was observed at the cassette cut location only. The two cuts observed on the cassette are likely the result of user actions when returning the sample to the manufacturing plant for evaluation.this conclusion is supported by the fact that the cuts were not present during the time of use, as indicated by the event description. Therefore, the reported condition was not verified. The sample was determined to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the heating line of the homechoice automated pd set with cassette and the heater bag. This occurred during prime of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.